Manufacturer narrative:
Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. If explanted, give date: not applicable, as lens was remains implanted. Phone number: information unknown/not provided. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted and the serial number of the device is unknown; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number is unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2020 during the post op visit, an intraocular lens (iol) shifted 35 degree off target axis (175 degree) anticlockwise. The doctor then proceeded to rotate the iol back to target axis. Vision post-operative: post op week 1: 6/30. On (B)(6) 2020, the iol shifted 5 degree off anticlockwise to180 agree. Visual acuity (va) 6/6, patient was happy with the outcome. On (B)(6) 2020, the patient va dropped to 6/7.5. The patient does not want any further surgery. No further information was provided.